Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s cgm displayed erratic readings as it would alternate between 41 mg/dl and low. She experienced shakiness and difficulty walking. She called emergency medical services (ems) who performed a bg which was 94 mg/dl; the patient reported 94 mg/dl was low for her. She was transported to the hospital where she was treated with glucose in the emergency department and released. It was not confirmed if the glucose was administered orally or intravenously. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.